Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone not available for reporting. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion(tlif) procedure at l4/l5, the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator handle would not release the implant. The implant was removed and surgeon was able to get the implant off the applicator handle. Another t-pal spacer applicator handle was used to insert the implant. Concomitant device reported: t-pal spacer (part number unknown, lot number unknown, quantity 1) this is report 1 of 3 for (B)(4).